Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Device sn#: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021 stated that patient underwent bilateral replacements as follow: l/ cat#: smhx-430, sn#: (B)(6), r/ cat#: smhx-580, sn#: (B)(6) . Device evaluation completed on (B)(6) 2021: during visual evaluation, no apparent damage or visual anomalies were observed on the siltex hpg, 425cc returned device. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implant capsules and effusion to pathology for examination. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Multiple attempts were made to get clarification about the devices lot number, however no further information is available and the mre could not be performed. If clarification is received in the future the mre will be completed reason for device explant and/or reoperation: cap con iii (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent a breast augmentation revision with a mentor memorygel, 425cc silicone breast implant experienced bilateral capsular contracture grade iii postoperatively. The issue was discovered through physical examination. As a result, patient scheduled for bilateral replacements with mentor silicone implants on (B)(6) 2021. This report relates to the left prosthesis.